Event description:
Customer reported he has been receiving consistent no delivery alarms for 6 months. His sites looked good and no damage was seen on the connection. Customer stated that he the infusion set will work once or twice and then it will quit. Customer was advised that the insulin pump can be replaced but the alarm could be related to a site or set related issue. He was instructed to call back if issue recurs with replacement insulin pump. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.